Event description:
During preventative maintenance of the device, the field service representative reported that as a result of valve 1, the device took too long to heat and the water was "trickling". Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.